Event description:
It was reported that a patient underwent a cardiac procedure with a thermocool smarttouch sf (stsf) for which biosense webster¿s product analysis lab (pal) identified a separation of the pebax and electrode. Initially, it was reported that after ablating for three minutes, the temperature was not displayed anymore with an error of invalid temperature. They unplugged and re-plugged the cable to the patient interface unit (piu); however, the error persisted. They restarted the smartablate generator, and the error persisted. They exchanged the cable and the error persisted. When they exchanged the stsf catheter, the error resolved, and the procedure was successfully completed. There was no patient consequence. The temperature issue was assessed as non MDR reportable. The risk of patient harm is considered remote. The biosense webster, inc. Pal received the device and per the evaluation completion, reddish material and separation of the pebax and electrode were noted. This was assessed as MDR reportable with an awareness date of 10-jul-2025.

Manufacturer narrative:
It was reported that a patient underwent a cardiac procedure with a thermocool smarttouch sf (stsf) for which biosense webster¿s product analysis lab (pal) identified a separation of the pebax and electrode. Initially, it was reported that after ablating for three minutes, the temperature was not displayed anymore with an error of invalid temperature. They unplugged and re-plugged the cable to the patient interface unit (piu); however, the error persisted. They restarted the smartablate generator, and the error persisted. They exchanged the cable and the error persisted. When they exchanged the stsf catheter, the error resolved, and the procedure was successfully completed. There was no patient consequence. The temperature issue was assessed as non MDR reportable. The risk of patient harm is considered remote. The biosense webster, inc. Pal received the device and per the evaluation completion, reddish material and separation of the pebax and electrode were noted. This was assessed as MDR reportable with an awareness date of 10-jul-2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).